Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are having issues with the controller. Patient stated they had been hurting really bad ever since they saw the representative last monday. Pt d they had to take a pain pill and stated doesn't feel any stimulation. Patient service specialist tried to clarify what pt  was seeing on the screen and patient states random numbers. Pt states the same thing was on all the screens for numbers, and agent clarified that is the different programs. Patient was in group a and all of the numbers were different when the rep set it up and went to group b. Patient stated they have never done anything to it except run up and down and pt was hurting in lower back, but not real bad. Patient mentioned has neuropathy in legs and back bones and the representative told pt to stay in a for 3 weeks and to give it time. Patient also mentioned they talked to someone last friday and was helped walking through a new group which did not help either. Pt stated they were told to do a reset last week. During call patient service specialist walked patient through how to change groups and patient was able to change from a to b. The troubleshooting steps that were taken on the call resolved the issue. Patient will try the different groups and call the hcp if nothing helps. On (B)(6) 2024 the reported they met with the patient and re-educated them. The patient was not locking the controller and settings were getting changed while in the case in the patient's purse.